Event description:
It was reported that the patient received inappropriate shocks due to lead noise oversensing. It was also reported that the sensing integrity count was high, impedances were out of range, and the lead was fractured. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.